Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring seal cracked while loading the seals into the delivery tube and one heartstring started to unravel. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation details: visual inspection verifies the seal is cracked and unraveled. The complaint is confirmed. The lhr review was completed, and there was no non-conformance associated with this lot number.